Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range.

Event description:
Seven days post implant it was reported that there were lead alerts for the right ventricular (rv) lead¿s impedances. It was observed that the rv lead¿s impedances were trending down, there was a threshold rise, and a decrease in r-waves. It was noted that the rapid threshold change was more than the safety margin resulting in loss of capture. The rv lead was reprogrammed and remains in use. Additionally, it was reported that the atrial lead impedance trend was also affected to a small degree as it was observed to be trending down also. No programming change was made to the atrial lead and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.